Manufacturer narrative:
The devices that were pending were evaluated in the field but the issues were not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 16 to 12.

Event description:
This report summarizes 12 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.

Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.